Event description:
A user facility submitted a repair request to the olympus service center, on the evis lucera ultrasound gastrovideoscope for scratch on objective lens. Upon inspection and testing of the customer returned device, the scope inspection adhesive was found peeling around the probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scratches found on the surface of the ultrasonic probe, abnormality in the ultrasound image due to the breakage of the ultrasound probe, gap in the adhesive around the ultrasonic probe, curved rubber adhesive part cracked, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, and scratches found on objective lens. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.